Manufacturer narrative:
(B)(4).

Event description:
An or specialist reported that heart rate was unable to be verified during a generator replacement case on (B)(6) 2016. It was reported that the ECG pre-screening was not successful. The patient was checked in five positions and all r wave values were around 0.3mv. She was unable to get a heart rate verification with the generator. Impedance was within normal limits (~ 1700 ohms). The generator was in the pocket and was also repositioned closer to the heart. It was reported that the surgeon was not touching the generator. The tablet was not plugged in, the power light on the wand stayed on for 25 seconds; thus, helping to eliminate emi. There were no communication difficulties when programming the device. All five sensitivity settings were tried. The device was re-interrogated after each programmed change to the sensitivity setting. On each setting, ????s appeared. The ????s were observed for at least 20 seconds before trying a new setting. The first attempt on setting 2 showed a heart rate of 77bpm for about 1 second before ????s appeared. It was reported by the physician on (B)(6) 2016 that the patient was seen for a follow-up visit. Patient is doing okay with lower seizure frequency since the replacement. However, it was noted that there was a problem with the heartbeat detection so the auto-stimulation feature will not function. At the visit on (B)(6) 2016, the physician was unable to get a heartbeat at all while trying all sensitivity settings 1-5. He kept receiving "????" Message indicating lack of communication. He therefore left the heartbeat detection feature off. System diagnostics were normal. His mother reported to the physician that following surgery, the surgeon reported difficulty getting consistent heartbeat detection despite trying quite hard to manipulate the devices position to optimize detection. The physician questioned whether the issue could be related to the patient&#62688;lead and/or scarring on the nerve. The physician was educated that the patient did not meet the minimum r-wave amplitude adequately detect his heartbeat. From a surgical standpoint, the site of the generator pocket would have required a different location to detect the heartbeat and the surgeon did not opt to make a new pocket. Instead, the surgeon attempted to modify the existing pocket of the patient's old device but the patient began bleeding and no further modifications could be made. The internal data of the generator was assessed for the date of implant surgery. All sensitivity levels were attempted, starting at 5 and working down. The foreground heart beat was read at 90.8 bpm at sensitivity level of 5 initially. Lead impedance was well within normal limits on the date of implant at 1652 ohms. The device was programmed on after surgery with the autostimulation feature at 0ma. The DHR for the generator was reviewed. The device passed all tests prior to distribution into the field, and the r-wave verification testing also passed all tests. No additional relevant information has been received to date regarding the undersensing.

Event description:
The surgeon reported that the bleeding occurred while trying to move the generator pocket for placement of the generator closer towards the heart. The bleeding was considered by the surgeon to not be excessive, but a "normal amount." There was no permanent or serious damage to body structure that occurred as a result.

Manufacturer narrative:
Describe event or problem, corrected data: the full facts and story were inadvertently not included. There was no evidence of a device malfunction.

Event description:
Upon re-evaluating, the undersensing appears to have been due to patient physiology and placement of the generator. It was reported that the ECG pre-screening was not successful. The patient was checked in five positions and all r wave values were around 0.3mv. Low r-wave amplitudes require higher heartbeat sensitivity levels, and heartbeat sensitivity level 5 was tested during surgery. While the internal data of the generator showed that the device was able to measure heartbeat, all the measurements point to the same heartbeat measurement as indicated by the corresponding counts and interval measurements. This suggests that the device was briefly able to sense heartbeat but subsequent attempts were unsuccessful. This is likely due to the patient's minimum r-wave amplitude was less than the 0.4 requirement addressed in labeling.